Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device neuro-tip was drilled and broken off (fractured). Therefore, the reported condition was confirmed. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device could be forced into position which placed the distal tip of the burr device in compression. It was determined that the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill was started, the burr drilled into or through the neuro tip. The assignable root cause was determined to be due to component damage caused by user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the craniotome device door guard (l shape piece that protects the door) tip was broken. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.